Event description:
It was reported in an article case summary that the patient was admitted with a 10-year history of chest tightness and shortness of breath after exertion, which had worsened over the past 3 weeks. The procedure for the left anterior descending (lad) chronic total occlusion (cto) recanalization was performed. Angiography showed an unclear lad ostium and a cto length of >20 mm. The right coronary artery (rca) provided highly tortuous epicardial collaterals, without suitable septal collateral channels for retrograde approach. Collateral flow from the rca allowed visualization of the lad mid-segment at the bifurcation of the septal branch and the first diagonal branch (d1). According to the asia-pacific/china cto hybrid strategy, an antegrade approach was attempted first. Due to the unclear entry, after the guidewire entered a small lad branch, intravascular ultrasound (ivus) was used to identify the ostium. A gaia 3 guidewire penetrated the fibrous cap into the subintimal space. Parallel wire technique using a pilot 200 guidewire via a dual-lumen microcatheter still entered the subintimal space [dissection]. To minimize hematoma extension, the antegrade dissection and re-entry (adr) technique was attempted. The pilot 200 guidewire was exchanged for a miracle 12 (m12) guide wire, followed by delivery of a non-abbott balloon into the distal cto segment. After repositioning the balloon proximally to the bifurcation, a conquest pro 8-20 guidewire was used; successful re-entry into the true lumen was suspected and confirmed by retrograde angiography. Ivus confirmed entry into the true lumen 2 mm proximal to the bifurcation. Two drug-eluting stents (des) were implanted from the mid to proximal lad, preserving side branches. Ivus showed distal hematoma, expected to improve after absorption. Additional information can be found in the article "stingray-adr technique accurately puncture for chronic total occlusion of coronary artery: three cases reports".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported dissection and hematoma, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided.